Event description:
During robotic total abdominal hysterectomy, it was reported that the vessel sealer was not cutting. New vessel sealer was obtained which worked correctly. Operative procedure completed without incident.